Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 578mg/dl, with moderate ketones, abdominal pain, and extreme drowsiness, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the battery compartment was cracked and the yellow o-ring was visible. The battery compartment crack allegedly caused the cap to not be secured and a no power issue occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap fit to maintain an electrical connection and was used to successfully complete 24 hour testing. No power on resets were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of moisture or damage to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.